Event description:
It was reported that the pump declared an altitude alarm 21, causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer required assistance from a significant other for mobility and pump management, but no injury or ketones were present. Technical support provided tips to prevent future altitude alarms, and the customer resumed insulin delivery with the original cartridge.